Manufacturer narrative:
Engineering evaluation noted that the revision due to dislocation reported was likely the result of lack of muscle tension in the original surgery, which led to patient experiencing excessive laxity in the joint. Stability was reported to be achieved in the revision surgery by increasing the humeral offset of the prosthesis.

Event description:
Revision of shoulder components due laxity in the joint. During revision, the surgeon noted that one of the humeral tray screws was loose although it remained well fixed.